Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent open posterior lumbar l2-l3 laminectomy and fusion with removal of old l3-l5 instrumentation in which 1 level of the spine was implanted. It was reported that intra-operatively , when the surgeon was implanting the screw to proper depth, he unlocked the screw driver from the screw and it came and broken at the tip. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the first ~3mm of the driver's inner shaft is twisted and stripped, consistent with interface during use. The twist would indicate that the driver was being turned in the clockwise direction. The tip has not sheared or fractured. The hardness of the driver appears to be made to spec. The damage appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.